Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected error test, rewind, basic occlusion test and displacement test. The pump passed the dat test at 0.0875 inches. No motor error alarms or noise anomaly noted during testing. However, unable to prime during prime test due to faulty force sensor system. The motor was tested outside of device and passed. The pump was received with cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked battery tube threads, minor scratches on lcd window and corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were cracks on the upper right side of the screen and on the bottom left corner of the casing. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.